Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the bridge board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.